Event description:
It was reported that a CT scan shows that 4 electrodes are outside the cochlea and have been since the implant surgery. The pt has access to sound but sometimes feels pain and an electric stimulation around the implant zone and maxilla while using the speech processor. There has been no history of an accident, illness or blow to the head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.